Manufacturer narrative:
A review of the manufacturing and release records for the subject device was conducted. No manufacturing deviations, non-conformities, or release issues were identified. Review of the event details confirmed that the device was used in accordance with the approved surgical technique, with no evidence of misuse. Based on the investigation, the most probable root cause of the event was the presence of exceptionally dense cortical bone at the insertion site, which resulted in excessive resistance during tapping. This led to abnormal mechanical stress on the peek anchor and subsequent cracking during insertion. The adverse event is attributed to the patient's anatomical condition (bone quality). The use of the device did not cause or otherwise influence the adverse event.

Event description:
During the clinical trial (B)(6) /study ID: (B)(6) in europe, a (B)(6) anchor cracked three times during insertion. The procedure was performed in accordance with the approved surgical technique. After footprint preparation, the anchor was inserted using standard tapping technique; however, exceptionally dense cortical bone at the insertion site resulted in excessive resistance. This caused abnormal stress on the anchor, leading to longitudinal splitting into two portions. The fractured anchor components were identified and removed. No instruments were damaged, and the inserter remained intact. A corrective measure was implemented, the procedure was retried, and the surgery was completed successfully.